Event description:
It was reported that during the implant attempt, the physician attempted to place both the atrial and ventricular leads at the same time. The tightness of the vein combined with friction between the two leads led the physician to remove the atrial lead, which required force to remove. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant, and the lead was stretched.